Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's lcd touchscreen was black. There was no reported patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a black lcd touchscreen was confirmed. Ventec further determined that the lcd touchscreen was black because the device was not able to complete the boot-up process. Ventec observed that the device would attempt to power on, but then reboot by itself. In this condition, the device would be inoperative. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.